Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer stated that boluses are getting longer. He also reported that a pump error 63 is occurring during the boluses causing the unit to rewind. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of the belt clip rails, faded serial number label, cracked keypad overlay, scratched case. Unit passed displacement and self test. No pump error 63 occurred during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search if any pump error 63 have occurred in the past. The adapt tool reveals that the pump error 63 (variableinfo = 3) occurred at (B)(6) 2021 16:12:05.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. A visual inspection of u1 under a microscope reveals that there is a crack in the solder joint at pin 6. In summary, customer allegation for pump error 63 was confirmed during visual inspection when the crack in the solder joint at u1 was noted. (B)(4)

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.